Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic laparotomy, when using the device in the colon, the surgeon fired the stapler but it did not give off staple. A new reload was used to complete the case. There was no patient injury.